Event description:
During a percutaneous transluminal angioplasty (pta) there was a balloon rupture. The target lesion was common iliac artery. There was moderate calcification and vessel tortuosity. The lesion size is unknown however it was 100% stenosed. There were no abnormalities noted when prepping the device and negative pressure was successfully achieved. Pta balloon was used for port-dilation after stent implant. During inflation, it was confirmed that contrast media leaked from the balloon. Therefore, the physician withdrew the balloon and this was replaced by another balloon. Atmospheres and inflation time were unknown. Procedure was successful. There were no patient complications. This product will not be returned for evaluation and testing.